Manufacturer narrative:
(B)(4). A followup report will be submitted once the investigation is completed.

Event description:
The customer reported that the invasive pressures don't work. There was no report of patient involvement.